Manufacturer narrative:
Based on the complaint information and investigation, as well as review of the surgeon training manual, certificates of conformance, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is symptomatic late loosening.

Event description:
On (B)(6) 2012, pt had initial ifuse implant surgery using three 7 mm diameter ifuse implants. The pt did well for 5 months, but had recurrent pain in the same anatomic area of the surgery. On (B)(6) 2013, a different surgeon performed revision surgery. The surgeon began the procedure with a dorsal approach to the joint and performed an open debridement of the si joint and placed allograft. The surgeon then attempted, but was unable, to remove the previously placed proximal implant using the si-bone ifuse implant removal tool. He added one additional 7 mm diameter ifuse implant distal to the previously placed third implant. Finally, he placed two biomet lag screws from lateral to medial across the joint. Per dr (B)(6), "the pt had no new symptoms after the revision surgery. The pt did have an interval of improved pain relief. This is a case of symptomatic late loosening of the si joint after si joint fusion."